Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : " while in ventilation, the g5 showed tf5507 multiple times. "

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the sensor board has been replaced. There was no patient or user harm.

Event description:
Hamilton medical ag received the following event description : " while in ventilation, the g5 showed tf5507 multiple times. "

Manufacturer narrative:
Tf 5507 indicates that air or oxygen inlet valve cannot close properly. The device sounds high-priority alarm that cannot be silenced by the user, displays the technical fault number on the screen and records technical fault number in the event log. Sensor board was replaced.

Event description:
Hamilton medical ag received the following event description : "while in ventilation, the g5 showed tf5507 multiple times."